Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed delivery accuracy test. No over delivery anomalies noted. Unit was tested with a water fill reservoir. Units left on status screen matched properly with units left on test reservoir. Unit received with minor scratches on case, pillowing keypad overlay, cracked retainer and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they have been experiencing low blood glucose levels since (B)(6) 2017 with blood glucose of 30 mg/dl at the time of one of the incidents. The customer was at 101 mg/dl at the time of the call. The customer used food to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer believed the pump was over delivering. The customer also stated that they have a a bacterial infection that prevents her body from absorbing nutrients such as the sugar she uses to treat lows. The insulin pump will be returned for analysis.